Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2009; 10295b35 lead, implanted: (B)(6) 1995.

Event description:
It was reported that the right atrial (ra) lead had a confirmed fracture. An implantable pulse generator (ipg) had been placed as a back-up vvi device and the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.